Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the shape of the balloon and the presence of blood in it indicate that it has been used in surgery. During functional analysis, a locking syringe was used to make an attempt to inflate the balloon. It appears that something is blocking the balloon. The locking syringe was filled with a small quantity of water and connected to the ibt. Then, the handle of the syringe has been pulled totally back and blocked to under pressurize the balloon. After approximately 15 second, the ibt has been unblocked. At this point, the locking syringe was used to inflate the balloon and is was not possible due to a leakage on the balloon. During visual analysis the locking syringe was used to determine where the leakage comes from. The leakage was located on the distal peak of the balloon. Based on the information provide, functional and visual analysis, the most probable root cause of the leakage of the balloon is attributed to the contact with bone splinters and/or surgical tools during surgery.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that 3 balloons ruptured. No further details are known at this time.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.